Event description:
Related manufacturer reference number: 2017865-2021-25386.

Manufacturer narrative:
The reported event of patient death was not confirmed. As received, only the connector portion of the lead was returned for analysis, measuring 9.0 cm. Electrical and x-ray testing did not find any anomalies. Visual inspection found no anomalies except for damage sustained during the surgical procedure. The lead was otherwise normal.

Event description:
Related manufacturer reference number: 2017865-2021-25319. Related manufacturer reference number: 2017865-2021-25323. Related manufacturer reference number: 2017865-2021-25324. It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No additional information was reported.